Manufacturer narrative:
Explanted date: device was not explanted, occupation: interventional radiologist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had a delayed groin bleed (4-5 hours after the patient had gone home) after the use of the angio-seal device involved. The patient had developed a pseudoaneurysm. The patient returned for treatment and was doing well. The doctor had ultrasound images from the day of the angio-seal device deployment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. The sample was not available for evaluation. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).